Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet delivered repeat occlusion alarms that cleared only after a complete supply change, during which the patient was disconnected and managed per multiple daily injections; an infusion set was implicated and the device component of interest was the connector/coupler, with obstruction of insulin flow noted and the blood glucose measured at 250 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a deformation-related problem causing obstruction of flow at or associated with the connector/coupler, aligning with the reported occlusion alarms and resolution after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.